Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply test. Identification of issue has been done by analyzing problem description and service report. Device¿s logs have been not available for further evaluation. According to the information provided by the technician, the o2 gas module was detected as faulty and was replaced. The issue has been resolved and the device was delivered to the user in working condition. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/01/2019, corrected manufacture date: 09/12/2019.

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patent involvement. Manufacturer's ref.#: (B)(4).